Event description:
The external pulse generator was returned for repair of cracked casing. It was returned to the manufacturer for repair and subsequently tested out of specification.

Manufacturer narrative:
This report is based solely on device return and analysis. No information to suggest a device-related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B)(4) - analysis confirmed the customer comment; the lower case is broken. Analysis also found that the upper case, side bail covers, ring covers and battery drawer were broken. The lead flex cover was contaminated and one encoder flex was out of specification. One side bail was missing and the ring was bent.